Event description:
A battery/power issue was reported with the adc device. Customer was unable to obtain readings due to a fast draining battery. As a result, customer experienced loss of consciousness. The customer was able to self-treat (unspecified). The customer had contact with a healthcare professional (hcp) who advised the customer to use a fingerstick test. No medication and or medical intervention was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage to the plastic channel and internal usb port pins was observed. Visual inspection was performed on the returned usb/charging cable and no issues were observed. Successful testing was performed on the returned charging cable. The observed damage to the port pins is likely the result of using an incorrect usb cable, which causes the port pins to be misaligned, resulting in the port not functioning as intended. Therefore, the issue is not confirmed due to a user issue. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.